Event description:
The patient reported experiencing frequent e4 (occlusion) errors and wetness at the infusion site. On (B)(6) 2010, the patient's blood glucose elevated to 610 mg/dl at 10:00pm and she bolused 15 units of insulin through the infusion device. At 10:30pm, the patient's blood glucose measured 534 mg/dl and the patient found the cannula was bent. She changed the infusion site and injected 10 units of insulin via pen and a short time later fell down stairs and was unconscious. Her blood glucose measured 34 mg/dl, her husband gave her 2 be of glucose orally, and she was taken to the hospital by car. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.